Event description:
It was reported that the system was explanted due to a suspected infection. The patient was stable. Related manufacturer reference number: 2017865-2021-06999, 2017865-2021-07000.

Manufacturer narrative:
Analysis was normal. No anomalies were found.